Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user requested a fitting appointment because of not being able to hear with the implant. The recipient hit the head, not directly on the implant site, and then two days later stopped hearing. Re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Information from the field states that the recipient had an impact to her head although not on the implant site; prior to the experienced lack of benefit, however device investigation did not show any damage which would corroborate it. This is a final report.

Event description:
The recipient requested a fitting appointment as she was no longer able to hear with the implant. The recipient had hit her head, though not directly on the implant site, and then two days later stopped being able to hear. The recipient was re-implanted